Event description:
On (B)(6), philips burton received a call from (B)(6), the practice manager, from (B)(6) that an aim-100, single ceiling light had fallen. The practice manager reports that he was not there at the time, but claims that the light had fallen hitting an lvt. The lvt was injured and reported to be bleeding and suffered a possible concussion.

Manufacturer narrative:
On (B)(4) 2013, a hardware pack ((B)(4)) with the locking clip ((B)(4)) was sent to the site. According to the icf 4135, a (B)(6) technician, (philips electrical contractor) had made a visit to the site and confirmed that the locking clip was not installed in the unit. This confirmed what philips engineers had predicted, that this case was in fact an installation error, made by the installers, that were either contractors or employees of (B)(6). On (B)(4) 2013 additional parts were sent at the request of (B)(6), after a conversation with the design engineers of philips. The complete repair and the report is scheduled (B)(4), with the final report from (B)(6), to be submitted at a later date.